Manufacturer narrative:
Date of event: this field should have been left blank on the initial medwatch submission. (B)(6) 2016 was the date of revision. The date of post-operative device malfunction and patient irritation is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of post-operative device malfunction and patient irritation is unknown. This report is for one (1) unknown 5.5mm matrix titanium rod. The matrix instrumentation was implanted during the 1st revision procedure that took place on an unknown date approximately two (2) years ago. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient with achondroplasia underwent a second revision of a posterior spinal fusion on (B)(6) 2016. The intent of this revision was to have the two (2) previously implanted systems (universal spine system [uss] and matrix pedicle screw/rod fixation) removed and replaced with a verse spinal system. The instrumentation was meant to span from l1-2 to l4-pelvis. The decision to revise came after the following issues were discovered: a 5.5mm matrix titanium rod had broken, a transconnector had come loose from the bottom of the construct, and two (2) uss screws at t12 were irritating the patient. Operative information was not provided, nor was the patient outcome. Concomitant device(s) reported: screws (part/lot: unknown / quantity: 4) and helical blade (part/lot: unknown / quantity: unknown). This report is for one (1) unknown 5.5mm matrix titanium rod. This report is 1 of 3 for (B)(4).